Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient experienced cramping sensations after the patients trial lead migrated. The lead was removed following the trial and the issue resolved.